Event description:
It was reported that a large volume infusor experienced no flow during priming. This was identified after the device was filled with saline. The pharmacist attempted to remove air from the tubing, but the solution did not come out. The reporter stated that the infusor had been slowly filled, as per per procedure recommended by baxter. The infusor was vertically positioned during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one actual unit was received for evaluation with approximately 180ml of fluid in the reservoir. Visual inspection showed no signs of blockage or physical abnormality that could have caused the reported condition. A functional test was performed by removing the luer cap from the unit¿s distal luer. As a result, evidence of flow was observed at the distal luer. Based on the evaluation finding, the product met product specification. No additional defects were found during the sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.